Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated which are not qualified for use with any qualified lens/cartridge/handpiece combination. The root cause for the reported complaint may be related to a failure to follow the IFU(instructions for use). The viscoelastic indicated is not qualified for the lens/company cartridge/injector combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. The surgeon wasn't certain if the lens may have already been scratched or if it had been scratched while loading. Additional information was provided that the patient's issues have resolved and the surgeon's prognosis is excellent. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during implantation of an intraocular lens (iol) the lens was opened noticed a scratch on the optic of the lens. There was no patient contact. Additional information was requested and received stating that the lens was folded, implanted and then found scratch on optic. The lens was replaced with same model during the same procedure. There was no patient harm. The surgeon was not sure whether the lens had already scratch or it was happened in loading process. The patient was not hospitalized for the event and the prognosis was good.